Manufacturer narrative:
Additional information: h11: two (02) actual devices, two (02) photos and one companion sample were received for evaluation. Visual inspection of the photographs and the companion sample did not identify any abnormalities that could have contributed to the reported condition. Visual inspection of the returned devices showed cracks along the frame of the stopcock. An air passage test and an underwater leak test were performed on the actual devices and the companion sample. A leak was confirmed at the location of the crack. The companion sample passed the leak test. The reported condition was verified in the actual samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) college. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) stopcocks cracked during an analgesic infusion running at a flow rate of 4 ml/hour. The stopcocks were connected together at the time of the event. The reporter indicated that the products had been used with a power injector. There was no report of patient injury or medical intervention associated with this event. No additional information is available.